Manufacturer narrative:
Evaluation in progress.

Manufacturer narrative:
All metal components inside the handpiece were observed to be corroded (dark and greenish residues). Therefore, the claimed ¿black matter¿ observed came from the corroded handpiece internal components, that could possibly pass from the handpiece, to the tip, through the irrigation/suction tube of the tip. Updated to reflect that the unknown substance was also found inside the tubing. This is a non repairable device and will not be returned to the customer.

Event description:
It was reported that during a surgical procedure at the user facility, the device had an unknown substance visible inside of the handpiece and the tubing. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the device had an unknown substance visible inside of the handpiece. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
All metal components inside the handpiece were observed corroded. Components were assembled and tip was connected. Unit was used to test the headpiece and a leak was detected at the base of the tip, due to a mechanical issue. The product was scrapped by stryker after evaluation.

Event description:
It was reported that during a surgical procedure at the user facility, the device had an unknown substance visible inside of the handpiece. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.